Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the pad experienced peeling. The issue was found during a therapeutic laparoscopic cholecystectomy. The intended procedure was completed with another similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was not confirmed. The identified malfunction is inferred to have occurred through the following mechanism: 1. Excessive force applied in the opening direction of the grasping section caused it to become disengaged from the pin on the shaft. 2. With the grasping section disengaged from the pin on the shaft, the control handle was squeezed, resulting in misalignment between the probe and the grasping section. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.